Event description:
Philips received a complaint from bench repair regarding a v60 ventilator, indicating that during servicing, the unit emitted an audible pop and smoke when powered on and subsequently failed to power on. Internal inspection identified a loose screw within the unit that caused a short circuit in the power supply, resulting in the observed smoke and device failure. There was no patient involvement at the time the issue was discovered. Bench repair technician ordered the power supply and shroud for repair. This investigation is ongoing.

Manufacturer narrative:
During bench evaluation, when the ventilator was connected to power, an audible pop was observed, and smoke was emitted from the unit. The device subsequently failed to power on. Internal inspection identified a loose screw within the power supply assembly, which resulted in an internal electrical short condition and failure of the power supply unit. This condition was confirmed during service investigation. To address the failure, the power supply assembly and emi shroud were replaced. Preventive maintenance activities were also performed, including replacement of the pm kit, system calibration, and full performance verification testing. Following completion of servicing activities, the ventilator successfully passed all required philips performance verification tests and was returned to service in compliant operating condition. It has been determined the malfunction was confirmed ¿ internal electrical short within the power supply assembly resulting in smoke emission and loss of device power. The reported condition was directly observed during bench evaluation, including smoke emission and failure to power on. Internal inspection confirmed a loose screw within the power supply assembly as the initiating factor for the electrical short. The condition was resolved following replacement of the power supply assembly and associated components, and the device subsequently passed all performance verification testing. The determination is based on direct observable failure evidence, confirmed hardware defect, and restoration of device functionality following corrective action.